Event description:
Patient was revised to address loosening of the femoral component and poly wear of the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.